Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced a hematoma at the pocket site after a door slammed into it. The physician revised the pocket and the patient recovered without sequelae.